Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer had a keypad anomaly on her insulin pump. Customer stated that she was doing fill tubing and the pump was stuck there. Customer also stated that this started about a month ago, but had not taken the time to call. Customer stated that she had to press hard on the buttons to get them to work sometimes. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No add'l info provided.